Event description:
While lowering the patient from the tub, the lifter base gave way and the resident fell forward. The staff member caught the resident and they both fell to the floor. No injuries to the patient reported. Staff member reported back strain.